Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2011, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported experiencing a medical adverse event. The pt reported initially experiencing acute sharp pain, light sensitivity and "could not open eye." The pt presented to an eye care professional and reported being diagnosed with "uveitis and large staining in cornea." The pt did not indicate which eye was affected. The pt also reported, "the conditions subsided as time passed." The pt has not yet responded to contact attempts from the (B)(4) affiliate to obtain additional info. The lot number of the product in question is unk. The product in question has been requested for return for evaluation but has not yet been returned by the pt. No additional info is available at this time. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. (B)(4).